Event description:
Caller reported encountering intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level, to address the issue, the customer changed the cartridge and resumed insulin use. However, occlusion alarms continued and a replacement pump was sent to the customer.